Event description:
Literature was reviewed regarding clinical outcomes for patients implanted with balloon-expandable versus self-expanding transcatheter aortic valves. The study population included 2427 patients who were predominantly female with a mean age of 81.6 years old. Multiple manufacturers¿ devices were implanted in the study population; 1412 patients were implanted with medtronic evolut pro or evolut pro+ bioprosthetic valves.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: valve embolization, annular rupture, cardiac tamponade, coronary occlusion, aortic dissection, major bleeding or vascular complication, severe aortic regurgitation, moderate-to-severe paravalvular leak, gradient >20 mmhg, patient-prosthesis mismatch, structural valve dysfunction requiring intervention, stroke, myocardial infarction, renal failure, arrhythmia requiring permanent pacemaker implant, endocarditis, valve thrombosis, conversion to open surgery and cardiac readmission.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moscarella et al. Balloon-expandable myval octacor versus self-expanding evolut pro/pro+ and acurate neo2: short-term outcomes from propensity-matched analysis. Catheter cardiovasc interv. 2025 nov;106(5):2949-2957. Doi: 10.1002/ccd.70097. Epub 2025 sep 4. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.